Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Microscopic inspection of the shaft material revealed that the braiding was protruding through the fracture. No contact force was displayed when the returned device was connected to the tactisys quartz unit. A thermocouple signal loss error and optical signal loss error were displayed, and optical fiber 2 no longer met specifications for optical properties. The deformable body thermocouple (tc2) read as an open circuit during electrical testing, consistent with the observed thermocouple error message. Further investigation revealed that the catheter shaft material had been fractured distal to the pull ring. Optical fiber 2 and the deformable body thermocouple (tc2) wires were determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, the detected open circuit, and the reported event. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
This report is to advise of a fracture found in the catheter tip with protruding components during investigation. During the svt procedure, it was noted that the contact force was not displayed accurately. The contact force was reset; however, the issue persisted. The ensite system displayed an error message stating that no contact force was available. The connections were checked and the tactisys was restarted with no resolution. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.